Event description:
The prot-a-cath which was implanted on 1/7/97. Apparently broke while in the pt. Portions of the catheter sheared away and traveled through the bloodstream to the right chamber of the heart. The catheter was retrieved through a special procedure, and a new port-a-cath was placed.